Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results of 120 mg/dl compared to readings of 75 mg/dl obtained on a competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reported having a headache and was unable to self-treat. A non-healthcare professional (non-hcp) administered sugar; fruit juice orally to the customer for treatment. There was no report of death or permanent impairment associated with this event.